Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. The cause of low bg was unknown. The customer could not walk, stand up and they were shaking because of the low bg. The customer then received third party assistance from their son, who assisted with sitting them up and feeding the customer carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.